Manufacturer narrative:
(B) (4). (B) (4). Information provided in the event description does not indicate any issue with the circular stapler. Information provided does not indicate any issue with the circular stapler. Based on this information, there is no indication that the circular stapler was involved with or contributed to the event. Therefore, this device does not meet the definition of a complaint.

Event description:
Additional information received on 6/28/2010: account is completing a root cause analysis (rca) for the ec60a as a result of this event. Clinical risk manager stated that the surgeon was not aware that this device could not be used with the versa step trocar. Unknown how the device misfired, but because it took more force to get the device down the trocar, it misfired, causing the tear, which then led to the case being converted to open. She did not have any information on the ecs25 and ecs29 circular staplers, and indicated that the rca was only for the ec60a. Asked for an update on the patient and was informed that she could not provide any information.

Event description:
It was reported that during a low anterior resection, the ec60a device misfired while using a blue reload; it is unknown during which firing this occurred. An ecs25 was fired and it is unknown how the device functioned. An ecs29 was fired and it is unknown how the device functioned. The procedure was converted to an open procedure. There was a hole in the uterus and a tear in the rectum. It is unknown if there was any amount of blood loss. It is unknown how the case was completed. The patient is still in the hospital. Additional information has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.